Event description:
It was reported during a pulmonary vein isolation (pvi) ablation procedure, electrical arcing occurred and the pt received a burn along the right lateral boarder of the anterior (chest) navx patch. After the pvi, roof line, mitral line and spot complex fractionated atrial electrogram (cfae) ablation, the pt remained in atrial fibrillation (af). Direct current cardioversion (dccv) was performed with the phillips adhesive defibrillation pads, which were placed in the standard apex-sternum positions and loosely attached. This was done biphasic at 200 jules. The first dccv was unsuccessful and the pt remained in af. A second dccv was attempted and a loud crack was heard. Arcing also occurred and the pt received a burn on his chest. It was determined the navx patch was touching the defibrillation pad. For the small burn on the chest, which was treated with antiseptic cream. There were no further consequences to the pt. Additional info was requested and not available at this time.

Manufacturer narrative:
The navx patches were not returned for eval. The reported event described a loose non-sjm defibrillation patch and also describes the defibrillation patch was over lapping or touching the sjm navx patch, which may have contributed to the burn. The device was not returned for eval and review of the device history record was not possible as the serial/lot number is unk. Sjm ensite navx surface electrodes are placed on various areas of the pt. The surface electrodes' conductive layer extends towards the edge of the physical patch. Navx surface electrodes and any other surface electrodes placed on the pt should not physically contact one another to avoid any energy transfer possibilities. Sjm's electrodes are used for locating catheters to display on the ensite system and are not designed to handle an application like defibrillation. No material was returned to sjm from (B)(6) for investigation and no specific info is known regarding the defibrillator pad. Additional info from (B)(6) revealed that during the event, there was contact between the defibrillator pad and the sjm front surface electrode. The behavior observed by (B)(6) may be due to the contact between these two items and the energy may have resulted in electrical arcing. Based on the info provided to st. Jude medical, the most probable cause for the reported arcing/burning is the physical connection between the sjm ensite navx front surface electrode and the defibrillator pad utilized by (B)(6). This behavior will no longer be experienced if these two products are separated and the defibrillator application is no longer allowed to interact with the ensite system. The root cause classification is consistent with operational context as device performance was limited due to environmental factors.